Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer received assistance from technical support to reset the pump. The customer reverted to an alternate method of insulin therapy.